Event description:
It was reported that the patient underwent surgery to reposition their leads. It was noted that the patient had also felt heating around the stimulator area. The system was explanted and replaced with a rechargeable model. The patient status reported that "therapy was going well" and there was no critical health hazard. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies were found. The ins is functionally okay and the complaint could not be duplicated. Additional testing was done using a thermal camera. No temperature increase was noted while the device was running at the parameters it had when it was received. This supports engineering assessment that for an ins to produce enough heat to cause an increase in temperature of 2 degrees c would require a major fault condition in the ins. No such fault condition was found with this device as it passed functional testing.